Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing discomfort at the ipg site after significant loss in muscle mass. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2026 where ipg site was revised to reposition the ipg to address the issue.